Event description:
On 7/15/2022, it was reported by a distributor via email that an ar-4501 meniscal cinch ii was able to deploy both anchors without any issues. However, the second anchor pulled out of implantation site. Surgeon removed both anchors and opened a new ar-4501 meniscal cinch ii. The same thig happened, both anchor deployed but the second implant pulled out. This was discovered during a meniscal repair procedure. Additional information received 7/22/2022: this procedure took place on (B)(6) 2022 and was completed using another meniscal cinch ii.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, improper bone preparation and/or excessive force used when tensioning the sutures.